Event description:
It was reported that the patient's daughter asked about the steroid, and stated that "my mom is allergic to steroids, she is all filled with fluid." It was also reported that the system was explanted as the patient said it made her "feel bad". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found; full lead was returned for analysis. Blood/body fluid was present on the proximal conductor, and in/on the helix mechanism, and the outer insulation was cut. (B)(4): no anomalies were found; full lead was returned for analysis. Blood/body fluid was present on the proximal conductor, and the outer insulation was cut.